Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer's blood glucose level was 3388 mg/dl at the time of the incident. It was reported that the customer was not using the insulin pump for a long time and they tried to use it again but it was not turning on. The customer stated that the display was blank less than 30 seconds and then returned and the display was not blank currently. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The insulin pump was neither dropped nor bumped. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.